Event description:
(B)(4). Hi , my name is (B)(6). Few years back I decide I didn't want kids so my doctor pushed me to get essure telling me this is the best procedure he can provide for me, I have listen to him because I trusted him -you think doctors wants your best -wrong! I suffer everyday, every second of my life with chronic migraines, heavy bleeding while I am on my monthly cycle (iron lvl got to 4-which is very serious), joint pain, muscle pain, dizziness, left leg and arm numbness and coldness, memory loss, confusion, pelvic pain, intercourse pain/ it hurts so badly I feel like a sharp knife inside my vagina. I have seen my regular doctor x 100 times, changed regular doctors because I wasn't getting answers of why I am so much pain, I have seen specialist, allergy doctor, neurologist (MRI clear), blood doctor , gi doctor, pain management doctor nothing helps! Few hospitals visits and many many scans to figure out what causing me numbness in my leg and arm. I am suffering of this critical pain and symptoms every day, every second of my life and no one can help me . Please help! My regular doctor had referred me to an ob specialist/surgeon for heavy bleeding - after talking to him , he agree to remove my tubes with essure . My surgery is scheduled (B)(6). - I want to live again! I know essure is causing all of this nightmare for me but no one wants to admit and everyone it's giving me the run around!